Manufacturer narrative:
Omit : a1407 - insufficient flow or under infusion (2182), b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the patient¿s cytarabine infusion was started at 20:00 with a volume to be infused of 1009ml; concentration of 183 mg per 1000ml; rate 44ml per hour. The infusion was expected to be completed in 24 hours, however the infusion took an additional 6 hours to complete. This event took place in the oncology department. There was patient involvement, but no harm was indicated.

Event description:
It was reported that the patient¿s cytarabine infusion was started at 19:50 with a volume to be infused of 1009ml; concentration of 183 mg per 1000ml; rate 42ml per hour. The infusion complete 2 days later at 2:47. The infusion was expected to be completed in 24 hours, however the infusion took an additional 6 hours to complete. This event took place in the oncology department. There was patient involvement, but no harm was indicated.

Event description:
It was reported that the patient¿s cytarabine infusion was started at 20:00 with a volume to be infused of 1009ml; concentration of 183 mg per 1000ml; rate 44ml per hour. The infusion was expected to be completed in 24 hours, however the infusion took an additional 6 hours to complete. This event took place in the oncology department. There was patient involvement, but no harm was indicated.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Although requested, product has not been received.